Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection of the ventilator revealed component jp4 of the power flex circuit was damaged. Pins 2,3 and 4 of jp4 was burnt. Carefusion replaced the power flex to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance.

Event description:
It was reported to carefusion that the ac adapter was plugged into the ventilator incorrectly resulting in the plug and ventilator being damage. There is visible charring on the side of the ventilator power input lemo connector. It is unknown at this time whether there was any patient involvement associated with this complaint.